Event description:
The skytron bed 3600b malfunctioned during an or case while the patient was intubated. The bed failed to respond and did not lock. Staff was unable to adjust the bed. Clinical engineering was called to investigate. All indicators on the hand control showed that all operations of the table were available at the time of the incident, but the table would not operate. The unit was still under warranty so skytron was called and a replacement motor was sent. Once the failed motor was replaced with the new one, the unit was fully operational. During the repair, one other sensor switch was adjusted to prevent a future problem from occurring. Note: since this table was placed in service seven months prior, this is the fourth corrective action. Three previous work orders dealt with the leveling feature of this table.